Manufacturer narrative:
The returned device analysis did not confirm the reported inability to curve and straighten issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, reported curve and straight inability issues appear to be due to procedural circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is reportedly in transit to abbott for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the inability to straighten the cds tip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During advancement of the steerable guide catheter (sgc) narrowing of the vein caused resistance and damage/kink to the soft tip of the device. The damage was not noticed, however, until the clip delivery system (cds) was advanced and the cds could not be straightened or curved due to the damage to the sgc. Both devices were removed and replaced with new ones. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.